Event description:
It was reported that an untracked p-wave was observed on an egm. No internal egms were available to correlate the event with internal sensing status. The undersensing was not reproduced in clinic. Programming changes were recommended.

Manufacturer narrative:
Initial reporter: company representative